Event description:
It is reported that the device was implanted in 2008 and that it was revised the following month, due to a hematoma of the operative knee.

Manufacturer narrative:
Evaluation summary: seventeen days after the zimmer lps flex knee system was implanted, a revision was performed as a result of a moderately severe hematoma in the knee. The cause of the hematoma in the current case is unknown. During the revision surgery, the lps flex prolong highly crosslinked poly articular surface was replaced with another lps flex prolong highly crosslinked poly articular surface. It is unclear what the femoral, patella, tibial baseplate, and tibial stem extension components were replaced with. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.